Event description:
An impella 5.5 device was inserted via an axillary access site in a patient of unknown age and gender who was status-post acute myocardial infarction complicated by cardiogenic shock. The access side, society for cardiovascular angiography and interventions (scai) shock stage, and additional patient comorbidities were not reported. The patient was being supported with an impella cp device and extracorporeal membrane oxygenation (ECMO). Escalation to impella 5.5 support was planned during a mitral valve replacement procedure. The patient developed mitral regurgitation secondary to papillary muscle rupture, a mechanical complication of the acute myocardial infarction. During surgery, the impella cp device was removed and mitral valve replacement was performed under cardiopulmonary bypass. Following the procedure, an impella 5.5 device was implanted to facilitate weaning from cardiopulmonary bypass. During placement of the impella 5.5 device, a left ventricular perforation occurred. The impella 5.5 device was subsequently removed, and a repeat surgical procedure was performed to repair the left ventricular perforation. Following repair, the patient returned to the intensive care unit supported with ECMO and mechanical ventilation. The patient survived the adverse event with no additional events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.